Event description:
It was stated that the insulin pump gave an error alarm and a constant tone. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a constant tone alarm and blank display due to moisture damage found on the electronics. Unable to verify the error alarm due to the blank display.